Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient was about to go to sleep when she felt nauseated, weak, had a bad headache, and felt like she had the flu. When she checked her cgm, it stated that the sensor had failed. The patient was also wearing an omnipod insulin pump. The patient attempted to change her sensor but was too disoriented to do so. The patient¿s mother drove her to the emergency room where she was diagnosed with diabetic ketoacidosis (dka). The patient could not recall the bg meter value taken when she arrived at the hospital. The patient was treated with an IV insulin drip, losartan, and haldol. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.